Event description:
The pt was admitted for laparoscopic removal of adjustable gastric lap band and port. The lap band and port were placed two years and four months ago at this hospital. The pt had difficulty with the band and in spite of multiple attempts to access the port, surgeon was unable to retrieve any fluid from her port. On an upper gi, the pt's band appeared too tight and the pt was having dysphagia, nausea and vomiting. The pt also has extensive adhesions, which were freed up during the removal of the lap band and port. When the adhesions were fairly well lysed, the surgeon divided the band tubing and saw no fluid return whatsoever. The surgeon unlocked the band and slid it out of its tunnel and saw murky particulate fluid in the balloon of the band. This was removed out of the 15 mm port and saline was added using a blunt tip syringe. Some of this fluid was suctioned out and cultured by the lab, with no growth. The band itself held fluid very well and there appeared to be no hole in the balloon. The pt's dysphagia was potentially due to the severe capsule formation underneath the band. The particulate fluid in the band balloon was unusual and there was no evidence of erosion. The lap band and port were removed by the surgeon. The lap band and port were not replaced. Upon removal of the band, it was noted that the tubing nearest the port had several puncture holes in it and the fluid in the band itself was a brown murky color. The pt was discharged home on the day of surgery in stable condition without complications.